Manufacturer narrative:
The insulin pump was received with frozen display and an unexpected constant audio tone due to moisture damage at the electronics assembly. The insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call cosmetic and moisture damage on the insulin pump. Customer's blood glucose level was 207 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the display screen had small cracks at the opening of the battery compartment. Customer advised they went into the hot tub with the device and noticed moisture under the lcd screen. Customer advised the top right and left corner of the display screen was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.